Event description:
A radiation diagnostic angiography intervention was being performed resulting in the clinical indication for thrombectomy utlizing the medrad angiojet. Upon utilizing the device and after 6 of 7 passes, the tip broke off, lodged in the spider filter and was retrieved by the doctor.======================manufacturer response for thrombectomy set, angiojet (per site reporter)======================none at this time.